Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty to close the foot was not confirmed based on return device condition and the foot deployment and retraction were verified via manually opening and closing the lever with no difficulty noted. The reported difficulty to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The prostyle device was removed against resistance. It should be noted that the electronic prostyle instructions for use states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, calcification or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
H6- device code 2017 clarifier: against resistance manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The two additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the calcified right common femoral artery was done with only one prostyle device using the pre-close technique via an 8f sheath hole prior to an interventional thoracic endovascular aortic repair (tevar) procedure. The sheath was upsized to a 22f sheath and the tevar procedure was completed. There were no issues with the first prostyle device; however, full hemostasis was not achieved with just the one suture. Therefore, three additional prostyle devices were deployed. After deployment, there was strong resistance removing each of these devices from the anatomy. Furthermore, upon removing each of these devices from the anatomy, it was noted that although the levers were fully closed, the footplates remained partially open. As the additional devices were each unable to achieve hemostasis, all prostyle sutures were intentionally removed from the anatomy and a surgical cutdown was performed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.